Event description:
It was reported that the clinician walked into the patient's room and noticed that "there was many medium to large air bubbles in the line extending from just under the drip chamber of the primary tubing all the way to the line." There were allegedly "no alarms" from the pump. The clinician also noted "an air bubble" in the lumen of the central venous catheter (cvc). The channel and tubing were then removed from the patient and the clinician pulled the air out of the line. It was also reported that at the time the clinician walked into the patient's room, it was noted that the secondary bag height was not correctly set-up ("secondary tubing was not dependent"). It was reported that the set-up was then "fixed." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: describe event or problem. Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump infusing in "keep vein open" was pulling from the primary bag instead of the full secondary bag. Secondary tubing was noted to not be dependent - this was fixed. Then, the customer saw there was many medium to large air bubbles in the line extending from just under the primary chamber all the way to the line. There was also noted an air bubble in the lumen on the central venous catheter. Channel and tubing was removed and air was pulled back out of the line. There was patient involvement but no harm.